Event description:
The following has been reported: biomed reported: pump problem. The incident did not involve a patient. There is no visible damage to the device, it gives a pump error alarm after going through the boot up process. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 6). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.